Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.